Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose. The customer's blood glucose was over 400mg/dl at the time incident and current blood glucose is 470mg/dl. Trouble shooting was performed and found unable to lower blood glucose level even after changing the battery and the infusion set. Customer experiencing mild vomiting. Customer decline to complete trouble shooting for the device and for the high blood glucose. Advice to contact their healthcare professional for the high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).